Manufacturer narrative:
No further investigation required. Information on the reported clinical form stated the boston scientific product(s) were not a cause or contributor to the reported outcome.

Event description:
It was reported that following system implant, to include this right ventricular lead, a pneumothorax on the chest x ray was observed. The physician inserted a chest tube but no additional medical intervention was reported. To date, the system remains implanted and in service with no additional patient complications.